Manufacturer narrative:
The problem was due to a broken compact flash memory. After the replacement of this component, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: the system starts windows and in few moments later restarts.